Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported an error code occurred during the procedure with the loss of aspiration. The procedure was a run off, arteriogram and then ended up in a clot so thrombectomy was performed. During the use of an angiojet® solent¿ omni thrombectomy catheter in the right external iliac, 58 seconds into the case, it just shut off with the error code"check saline supply". The error code kept occurring and would not let them continue the case with this catheter. Another angiojet catheter was used to complete the case. No complications were reported and the patient is fine.